Event description:
During a retrospective clinical review by the lanx clinical research department on (B)(6)2010, revision surgery was noted. The pt experienced leg and back pain post-operative and underwent revision surgery on (B)(6)2009 for lumbar decompression at l3-4, l4-5 to relieve lateral recess stenosis. Foraminotomies at both levels and a discectomy at l4-5 were performed. The pt initially underwent surgery for spinal fusion at l4-5 and l5-s1 on (B)(6)2008 for pre-operative diagnosis of spondylolisthesis. The original construct remained implanted.

Manufacturer narrative:
No device returned for eval, device remained implanted. Clinical reports were reviewed with implanting surgeon for the investigation.